Event description:
It was reported that the lead was replaced due to oversensing, noise and a suspected lead fracture. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted.

Event description:
The patient is a participant in the (B)(4) study.